Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the patient did not undergo an explant procedure last (B)(6) 2014. The patient recently underwent an explant procedure due to pain on the leg. The physician believed the pain was not device related.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.